Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pace impedances. The impedances were less than 200 ohms. Noise was also observed. The rv lead was explanted and replaced. During the revision procedure, the rv lead was tested on the pacing system analyzer (psa). The psa confirmed the observations were exclusive to the lead. No additional adverse patient effects were reported.